Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). Other devices used: catalog #unk, unknown zimmer head, lot #unk; catalog #unk, unknown m/l taper stem, lot #unk remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain and cup loosening. Corrosion was noted during surgery.

Manufacturer narrative:
The devices were not returned for review. A photograph of the explanted head was provided and corrosion was noted on the head taper. No further evaluation is possible using the photographs provided. These devices are used for treatment. Review of the implantation operative notes confirm that the patient underwent left total hip arthroplasty due to left hip osteoarthritis and osteonecrosis. The trial components gave good fit. The trials were removed and final components were implanted which gave excellent stability. Follow up notes state the x-ray evaluation shows good position of the components with no evidence of complication. The revision surgical notes were not provided. Patient activity level and adherence to rehabilitation protocol is unknown. A definite root cause for the reported issue cannot be determined with the information provided.